Event description:
It was reported that an x-ray was performed one day after this pacemaker system was implanted that revealed that the right ventricular (rv) lead terminal pin was not all the way inserted into the header. The physician decided to do a revision procedure to fully-insert the lead. No additional adverse patient effects were reported.